Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for incorrect cap/stopper assembly with the incident lot was observed. Additionally, evaluation of the customer samples was performed and incorrect cap/stopper assembly was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for incorrect cap/stopper assembly with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and incorrect cap/stopper assembly was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that an unspecified number of bd vacutainer® serum/ cat plus blood collection tubes experienced stopper creep out or loose closure prior to use. The following information was provided by the initial reporter: customer complaint, before use this batch, they found the cap was slanting.